Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced alopecia ("hair loss") and fatigue ("tiredness"), and on an unknown date, she underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy through laparoscopy). Essure was removed. At the time of the report, the medical device removal, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue and medical device removal with essure. The reporter commented: essure removed at patient's request (salpingectomy through laparoscopy) . No follow-up information after removal. Batch number is not available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced alopecia ("hair loss") and fatigue ("tiredness") and on an unknown date she underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy through laparoscopy). Essure was removed. At the time of the report, the medical device removal, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, fatigue and medical device removal with essure. The reporter commented: essure removed at patient's request (salpingectomy through laparoscopy) . No follow-up information after removal. Batch number is not available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.